Manufacturer narrative:
E1 - phone number: (B)(6). H3 - device evaluated by mfg? No device return to manufacturer anticipated. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the 10 french flexor sheath included in the rosch-uchida transjugular liver access set "disconnected from the connection valve". A customer provided photo reveals unraveling of the inner coil of the flexor sheath. This issue was said to occur upon attempted installation of the sheath over a 260 cm cook rosen wire guide, leading to difficult advancement of the sheath into the patient's vessel. Another set was opened and used to successfully complete the procedure with no further incident. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event has been requested but is currently unavailable.